Manufacturer narrative:
Majority of the samples are drawn in heparin plasma tubes without separator. The system is routinely calibrated every 24 hours and qc samples are run every 12 hours. Qc results before and after the event were within the lab's established ranges. The customer replaced the buffer and reference solutions, and recalibrated the instrument. A field service engineer (fse) verified that the system was operating correctly. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were reported outside of the lab. The samples were repeated on a different instrument and higher results were obtained. Amended reports were issued. Per the laboratory manager, there was no affect to patient treatment.